Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump did not have a battery when received. The device passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specifications. The off no power alarm functioned properly. The device was unable to prime during prime test due to a flush/loose drive support disk. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The unit had a minor scratched display window, cracked case at display window corner, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away from a heart attack. The blood glucose reading at the time of death was unknown. The customer's daughter stated that the customer was wearing the insulin pump at the time of death and that he was alone in a hotel room. The caller agreed to return the insulin pump for analysis. Nothing further reported.